Event description:
Could not remove catheter; had to cut tubing to allow drainage. After several attempts, over a 24 hour period, catheter was finally removed. It was noted the resistance felt as though the balloon did not deflate until the last attempt when the catheter came out without adverse event.